Event description:
Inserted foley catheter (temp sensing) and as soon as urine return was obtained and balloon was inflated, a tiny stream of liquid was seen shooting out of foley, at the bifurcation by the balloon inflation port. Upon further inspection, there was a small tear noticed by the balloon port. Foley had to be removed, and new foley had to be inserted. Of note, this patient could not lay flat for extended periods of time due to severe shortness of breath, so this was a major inconvenience for the patient. Manufacturer response for foley, surestep foley tray system, 16f, temp sensing (per site reporter). None noted.